Manufacturer narrative:
(B)(6). Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a diabetic, who put on the suspect device and hooked up it up to a medtronic pump, had high blood glucose levels and removed the set. The cannula was bent. This customer's blood sugar was in the 400's but is reported to be "using another old set and will be fine".